Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I results for two male patient samples. The following data was provided (customer¿s reference range - female <16 ng/l, male <35 ng/l): sample ID (B)(6)initial result = 33.3 ng/l, repeat result after calibration = 38.2 ng/l no impact to patient management was reported.

Manufacturer narrative:
After further evaluation, the suspect medical device was changed from alinity I stat high sensitive troponin-I reagent kit, list number 08p13-34, longford to alinity I processing module, 03r65-01, irving ia/cc. MDR number 3016438761-2023-00574-00 has been submitted and all further information will be documented under that MDR number. H3 other text : after further evaluation, the suspect medical device was changed from alinity I stat high sensitive troponin-I reagent kit, list number 08p13-34, longford to alinity I processing module, 03r65-01, irving ia/cc. MDR number 3016438761-2023-00574-00 has been submitted and all further information will be documented under that MDR number.

Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I results for two male patient samples. The following data was provided (customer¿s reference range - female <16 ng/l, male <35 ng/l): sample ID 850612426301 initial result = 33.3 ng/l, repeat result after calibration = 38.2 ng/l no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Section a1 - patient identifier complete entry = (B)(6). All available patient information was included. Additional patient details are not available.  This report is being filed on an international product, list number 08p13, that has a similar product distributed in the us, list number 04z21.